Manufacturer narrative:
Product code (d2b) - additional product code qon, premarket / 510(k) # (g4) - additional premarket / 510(k) # p190006, UDI for concomitant product, tined lead: (B)(4).

Event description:
It was reported that a patient observed a red light on the remote in late (B)(6) and lacked symptom relief. The clinician programmer (cp) was used to evaluate the matter, but the implant could not be located or connected. The patient has three stimulators: two pain stimulators and an snm. One of the pain stimulators was implanted after the snm device. Records indicated the tined lead and ipg were implanted on the right side, but two stimulators were felt in close proximity on the left side. The patient believes the ipg is on the left near the most recent pain stimulator. An x-ray was ordered. The revision of the neurostimulator and tined lead occurred on (B)(6) 2025.